Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that the patient's pump was removed during (B)(6) due to either infection or rejection. The event date was noted as (B)(6) 2015. The reporter did not know what led to the event or dia gnostics/troubleshooting performed. It was unknown if the issue was resolved as of the date of the report. The patient's status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone 2.0 mg/ml, 1.3174 mg/day; clonidine 120.0 mg/ml, 79.04 mg/day; bupivacaine 1.1 mg/ml, 0.7245 mg/day and fentanyl 250.0 mg/ml, 164.67 mg/day. Event date (B)(6) 2015. The patient experienced pain for months. The patient's right side was still good up to (B)(6) then infection started on the top of the skin. The physician looked at it and noticed an infection on (B)(6). The cause of the infection was unknown. The patient had been taking antibiotics since (B)(6). The patient had been taking ciprofloxacin all the way up until (B)(6) 2015 and was now taking something else. The physician ordered this one for bacterial infection and ciprofloxacin was for viral infection. The cause of the event, interventions, troubleshooting/diagnostics, and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.